Event description:
Technician alleged that the brake was set on this bed and when the patient sat on the edge of the bed, the bed brake did not hold and the patient fell. Technician stated that there were no injuries.

Manufacturer narrative:
Technician replaced the brake caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.